Event description:
Allegedly the patient was experiencing mom complications: adverse local tissue response. The patient will be contacted by orthopedic clinic to set up the appointment to discuss revision. Sade # (B)(4). Additional information received from clinical on 05/31/2019. Allegedly the patient was revised due to mom complications: adverse local tissue response. Added the revision date.